Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump keeps turing itself off, which was confirmed during evaluation but not reproduced. Evaluation found the back flex cable not properly inserted into the j6 connector of the input/output printed circuit board (I/o pcb). The backflex cable was seated properly to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it kept turning itself off without user input. There was no patient involvement.